Manufacturer narrative:
Concomitant: 5076-52 lead implanted: 2012-(B)(6).

Event description:
It was reported that a lead warning triggered due to low impedance on the right ventricular (rv) lead. The clinic is monitoring the lead issue, and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.